Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient was electrocuted whilst attempting to change a light bulb. The shock was described as relatively severe and felt across a large part of their body (for example, the patient stated their arm continued to tremble for several minutes after they had moved away from the point where the shock occurred). Since this incident, the patient observed a marked, if not total, loss of effectiveness. Prior to this event, the device was functioning correctly and the patient was very satisfied with its effectiveness. Attempts at reprogramming have been made over the past several months, without any improvement.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.